Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging multiple issues with her onetouch ultra2 meter, including that she obtained error 2 messages. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient reported that she had obtained error 2 messages during the week prior to contacting lfs. The patient does not take medication to manage her diabetes, but administers many other medications. She denied making any changes to her usual diabetes management routine following the start of the alleged issues. She reported that around 2-3 days later, she developed symptoms of ¿dizzy, light headed and sick¿ which she associated with ¿high sugar.¿ she indicated that at an unknown time on (B)(6) 2017, she obtained a blood glucose result on the subject meter of ¿500mg/dl¿ and she went to the emergency room where a result of ¿180-190 mg/dl or even higher¿ was obtained on laboratory device at an unknown time on (B)(6) 2017. She reported that she was advised to take oral medication of metformin 500mg, twice per day by a healthcare professional. During the call the patient stated that she didn't want to troubleshoot the issues ¿ she just wanted a new meter. It was established that there had been no misuse of the meter and the patient was using the correct onetouch ultra test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. A blood glucose result of greater than 250 mg/dl with signs of dehydration, after the alleged product issue began.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.